Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that approximately two month following a cataract and intraocular lens (iol) implant procedure, the patient experienced eye pain and a swelling. The hospital treated the patient with systemic anti-inflammatory therapy.